Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets failed to prime. Initially, the set would not prime with propofol past the filter. The set was replaced, and a second attempt to prime was performed with sodium chloride solution and the problem persisted. These issues were identified during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, d4, h3, h4 and h6. B3: event date: (b(6) 2020 (previously submitted as asku). D4: lot # is 20e28t359, previously submitted as "asku". H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection performed to the video sample did not identify any abnormalities that could have contributed to the reported condition. Additionally, a visual inspection and functional testing was performed on retention samples, with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.